Event description:
Customer reported the maxplus broke when a slip luer syringe was "jammed" onto it. Customer attributed the breakage to excessive force. No product return expected; event product was discarded. There was no patient harm reported and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because the event set was not saved.